Event description:
It was reported that a nanocross 014 percutaneous transluminal angioplasty balloon catheter was used during a percutaneous transluminal angioplasty procedure to treat a calcified and plaque target lesion when removal difficulties were encountered. The balloon was inflated with a inflation device. The balloon catheter was reported to be hard to deflate and very difficult to remove, and it was reported that the balloon catheter caught on the sheath during withdrawal, creating a risk of removing the sheath during device removal. The device was reported to have been safely removed from the patient, no vessel damage was reported, and the procedure was aborted. No health consequences or impact were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.